Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer double bloused with the pump, and experienced a blood glucose level of 56 mg/dl. Juice and candy was consumed to address bg level.